Manufacturer narrative:
The reported event of high impedance was confirmed. As received the lamitrode had nearly all wires broken wires at the stim end. The cause of the issue remains unknown.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.